Manufacturer narrative:
The complaint notification associated with this device described that the screws in the back of the joint were lost. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted on behalf of the manufacturer at otto bock's us service center on november 14th, 2016. After evaluation, we found that the right handed axis screw from the posterior linkage is missing. The posterior linkage is bent, the bushings are worn causing play in the knee. We also found that the bumper in the knee ball is worn. The knee joint was never returned for routine service according to our records. With this evidence, it can be assumed that the joint was heavily used, but was not maintained as required by the manufacturer's instructions for use (IFU). No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that the screws on the back of the knee joint are gone.